Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart alarm and a cold reset was performed. The customer stated that the issue recurred after completing the rewind process and changing the batteries on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.